Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed ventilator inoperable, motor fault, low pip (peak inspiratory pressure), low ve (minute ventilation) high rate and transducer fault. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.